Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had a skin irritation under the rear therapy electrodes. The area was described as an irritation with open areas. The patient's doctor prescribed a salve and advised the patient to remove the lifevest. It was reported that the patient's rash had healed completely during a follow up.